Event description:
It was reported the screw head fractured during use. The screw was not used. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the screw is fractured around the head circumference and fractured piece remains attached. Hex shows nicks and gouges from use. Distal threads and taper below head show deformation and witness marks from insertion. The screw was sent for additional testing. Results: analysis of the bone screw head showed that it suspected to have fractured due to shear overload. Micrographs show part of the fracture surface on the bone screw head. Fine sheared ductile overload dimples identified in the non-smeared regions of the fracture surface, suggesting a possible shear overload failure with crack propagation towards the screw head. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.